Event description:
It was reported that during a cryoablation procedure, pulmonary vein occlusion was achieved, but the temperature decreased very slowly and was far from ideal. No changes were observed at the pulmonary vein target sites, and the same issue persisted despite adjustments to several pulmonary veins. The balloon cryoablation catheter was removed from the patient and tested in vitro on the operating table, where the temperature was able to decrease but still relatively slowly. The operator decided to continue using the same balloon cryoablation catheter for a second attempt. During this attempt, an obvious sound of gas leakage was noted at the connection between the balloon cryoablation catheter and the gas line. Plugging and unplugging the gas line and replacing it with a new gas line did not resolve the leakage. The balloon cryoablation catheter was then replaced, but the temperature decreased more than with the first. Pulmonary vein isolation could not be achieved. The case was switched to and completed with radiofrequency (rf) ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23727 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, the guide wire lumen was bent inside the balloon segment. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.